Manufacturer narrative:
On 7-feb-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2024, the product investigation was completed. It was reported that a patient underwent a wpw (wolff-parkinson-white) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. At the time of cs (coronary sinus) ostium area ablation and about 1 hour after smart touch sf catheter was used, the patient experienced cardiac tamponade that required vasopressors. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. No temperature, impedance, or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31147250l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a wpw (wolff-parkinson-white) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. At the time of cs (coronary sinus) ostium area ablation and about 1 hour after smart touch sf catheter was used, the patient experienced cardiac tamponade that required vasopressors. Pop occurred when cs ostium area was ablated for wpw patient. Brockenbrough was not performed. The ablation was performed with 30w, 2ml as low flow, 30ml as flow at ablation, impedance max cut off 250 ohms, and spike cut off 100 ohms. The impedance was moving around 120 ohms at the start of ablation, but the impedance rose sharply just before the pop occurred, and the ablation was stopped immediately. Subsequently, body surface echocardiography showed a small amount of pericardial effusion, but the bleeding was stopped and the patient was returned to the general ward without taking any special treatment. The ablation for "kent bunch" was successfully performed, but the pop occurred. The procedure was completed without further ablation due to mild pericardial effusion. Ablation was performed before pericardial effusion or tamponade was identified. The physician¿s comment about the relationship between the event and the product indicated that the pop was confirmed. It was acknowledged that there was a risk for ablating in the cs. There were no abnormalities observed before or while using the product. Vasopressor was administered. Patient has improved. No error messages were observed on biosense webster equipment during the procedure.